Event description:
It was reported via customer "I have recently had to replace a PICC line with a kink in it that was discovered after trialing many other options. I have a bard PICC that had to be replaced within 6 days and once removed there was noted a significant kink in the line.."

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refy3927 showed no other similar product complaint(s) from this lot number.